Event description:
Intermittent driveline failure to controller. Driveline had to be supported and tied with a string to the controller to keep it connected. Heartware clinical contacted and heartware engineers repaired driveline on (B)(6) 2013.